Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and does not require or request field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Amo clinical support went on site at the customer location and was advised that the patient received a customvue prk (photorefracive keratectomay) enhancement on right eye for treatment of diplopia which resulted in triplopia. The patient's best corrected visual acuity was 20/20. The doctor plans to fit the patient with a gas perm lens to evaluate vision in the near future. In addition the patient presented with a wrinkled flap in the left eye at one day post op. The amo clinical support inspected the calibrations plastics from both surgery days and all cuts were within amo specification and without artifact. Field service went on site and inspected the system and performed a preventive maintenance and optics were replaced to improve transmission. No issues were reported with the system that relate to the reported event. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with diplopia in the right eye following a laser vision treatment. The clinic performed a retreatment on the patient; however, the diplopia was still present. The patient indicated that it had improved following the retreatment however it was not resolved. The patient's visual acuity is 20/20 in the right eye.

Manufacturer narrative:
Date received by MFR: should be (B)(4) 2013 on the supplement not (B)(4) 2013. Placeholder.